Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a remote transmission alert for multiple non-sustained oversensing episodes, post-paced t-wave oversensing on the ventricular channel was observed. The device was reprogrammed.